Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was difficult to open and close having bad rails. A field service engineer removed the drawer from the station and identified a damaged rail. Replaced the rail, reinstalled the drawer, and powered the station down and back on. Verified all rubber rail bumpers were in place. Customer confirmed the drawer was functioning normally after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was difficult to open and close having bad rails. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.